Event description:
It was reported that the speaker on the pump was not audible and that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided; cause of low was unknown. Customer addressed bg by consuming carbohydrates. During troubleshooting, technical support determined that the pump notifications were functioning correctly. The customer continued to use the pump for insulin therapy.